Event description:
Voluntary medwatch report received noted that the atrial lead exhibited oversensing due to noise. A lead integrity issue was suspected by the physician.

Manufacturer narrative:
Voluntary medwatch report received: mw5151394.

Event description:
The atrial lead oversensing was noted to have resulted in inappropriate tachy response episodes.